Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI : (B)(4). This medwatch is being filed to relay additional information. The unit the account experienced the issue with was discarded. The other 3 units were returned unopened. Visual and functional examination could not be conducted on the unit the account had a problem with due to the unit being discarded. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source - foreign - (B)(6).

Event description:
It was reported that during the surgery, the tip lock was slided easily due to the vibration of the handpiece during working, subsequently the tip came off from the handpiece. The customer experienced this incident oftentimes, so the customer rejected and returned to us the 3 unopened products which lot number is as same as this complaint product.